Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty due to obesity procedure, the blade of the stapler ran and did not return even by turning the reverse button. They took battery off and put back on 2 to 3 times, then blade returned. The procedure continued normally. There was no complication for the patient.